Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined, but there was a possibility of insufficient reprocessing or handling problem.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on october 14, 2021, it was found that the nozzle had a foreign material and was clogged. There was no report of patient injury associated with the event. This device is an olympus asset.